Event description:
Reporter alleged obtaining a blood glucose result in the 300's mg/dl on her advantage system compared to the doctor's measurement of 107 mg/dl when testing was performed 1 minute apart during a visit to discuss blood glucose readings. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.